Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they got the stimulator to help with bladder and bowel. Pt was calling for assistance to use their equipment stating the nurse told them to turn them off and back on to increase if they are having problems like the runs. Pt said they did that but when they put the communicator over the device they get nothing. Assisted pt to use their equipment and they were successful to connect to the my therapy app and see their settings. Pt said they were currently at 1.8. Pt said yesterday they called pats and got assistance to increase from 1.2 to 1.8 then after that they started having problems with bowel movement and pain in their stomach and down below, their butt and they could not lay down, they couldn't sit, they (could) sit on the toilet, stand but it's getting to the point where they are getting nauseous. Pt said yesterday afternoon they felt very itchy like they had a uti coming on. Pt said the itching was causing them to cry every time they went pee. Pt said last night they were up every hour so at 3 am, they got up and washed/rinsed, dried and catheterized and so much came out it was unreal. Pt said then they slept till 7:30 and today all of a sudden there was no burning no itching, nothing it's fine. Pt said, now their butt is killing them, they gotta go but can't go but they can feel it right there. Pt said they "can feel it there on their right side" and they took their "finger to massage it gently" (the ins is on left side) pt said they never had this happen before, where they started to go and could not go. Pt said "like a drop here" and the nurse told the pt to take a stool softener but those take 10 hours to kick in. Reviewed yesterday when they called they increased from 1.2 to 1.8. Offered and assisted pt to decrease to 1.5 and asked if there was more comfortable and pt confirmed it was comfortable. Reviewed some interstim education/stim sensation information, recommended pt be in contact and report their symptoms to their doctor. Reviewed some equipment function, offered and sent interstim information email. Recommended they stay in touch with the nurse/doctor if they need assistance they can call back. Pt said their followup appointment is in 3 weeks. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 codes have been updated to reflect new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.